Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged and diminished tissue vaporization efficiency was observed at 15,564 joules of use. The case was completed using a second fiber. The procedure outcome was reported as "no damages to the patient." There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be fractured distal to the adhesion zone and shows of char and devitrification. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation / user handling due to tissue contact and or technique and anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber.